Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the pod had been placed and was activated. While waiting for some time for the cannula to deploy, the patient decided to remove the pod and while in the patient¿s hand, the cannula deployed late, indicating a needle mechanism failure.